Event description:
It was reported that the right ventricular lead capture threshold was 4.5 v, 0.4 ms, impedance 2062 ohms and sensing 5.7 - 6.4 mv. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.